Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during follow-up in clinic, fluoroscopy was performed and externalized conductors were noted on the right ventricular lead. Lead was explanted and replaced. There were no adverse consequences to patient. Patient was stable before, during and after the procedure.

Manufacturer narrative:
A partial lead with distal portion was returned in one piece measuring 48.7 cm. Internal insulation abrasions breaching the re cable lumen was found at 12.3 ¿ 12.9 cm and 27.1 ¿ 27.6 cm from the distal tip. External insulation abrasion breaching the re cables was found at 26.6 ¿ 26.7 cm from the distal tip. The etfe cable coating were intact at these locations. Externalized conductors breaching the re and rv cable lumens was found at 7.8 ¿ 10.2 cm from the distal tip. The etfe cable coating and the inner coil lumen was not abraded but damaged during the procedure.